Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Healthcare professional reported right side deflation and concerned with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified, an opening. A leak test was performed, and found opening on posterior. A microscopic analysis was performed which identified, a sharp-edged opening on the posterior side of the device 4.5cm away from the center patch. The fill test inspection was performed, the result is no blockage.

Event description:
Healthcare professional reported, the device has been explanted.